Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device\behind and underneath my uterus') and caesarean section ('c-section') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pain ("body hurts all the time"), arthralgia ("joint pain"), swelling ("swelling in body") and pain in extremity ("feet pain"), underwent caesarean section (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device ("I got pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of one coil). Essure was removed. At the time of the report, the device dislocation, caesarean section, pregnancy with contraceptive device and pain outcome was unknown, the arthralgia and pain in extremity had resolved and the swelling was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered arthralgia, caesarean section, device dislocation, pain, pain in extremity, pregnancy with contraceptive device, swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device\behind and underneath my uterus') and caesarean section ('c-section') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pain ("body hurts all the time"), arthralgia ("joint pain"), swelling ("swelling in body") and pain in extremity ("feet pain"), underwent caesarean section (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device ("I got pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of one coil). Essure was removed. At the time of the report, the device dislocation, caesarean section, pregnancy with contraceptive device and pain outcome was unknown, the arthralgia and pain in extremity had resolved and the swelling was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered arthralgia, caesarean section, device dislocation, pain, pain in extremity, pregnancy with contraceptive device, swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.